Event description:
Per biotronik patient tracking, this system was removed due to infection. This system was retained by the hospital. The biotronik representative confirmed that the entire system was removed in 2009, and was discarded by the hospital. Lumax 340 hf-t, MDR 1028232-2009-01252. Linox sd 60/16, MDR 1028232-2009-01254. Corox otw 75-bp, MDR 1028232-2009-01255.